Event description:
(B)(6) 2024. There were no injuries to patients or staff as a result of this.

Manufacturer narrative:
Additional information received: customer response received on 03-jun-2024- there were no injuries to patients or staff as a result of this. E/f codes updated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle does not retract. The following information was provided by the initial reporter: the product did not function properly so it could not be used on (B)(6) 2024 customer response: the needle was not retracting when they pushed the button after placing the IV. They found that it was all they tried from that same box of IV catheters.

Manufacturer narrative:
Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received nineteen sealed 22g x 1.0 in insyte autoguard units in a dispenser box with reference #381423 and lot #4004944. Visual inspection did not discover any damage to the provided units. A functional test was completed to test the retraction of the needle. Per the instructions for use (IFU), the catheter hub was held while the barrel was rotated 360-degrees to loosen the catheter tubing from the needle. The catheter hub was re-seated and the safety mechanism was activated by pressing button to retract the needle. All (B)(4) units passed specifications by fully retracting within 1 second. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.